Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Based on the information provided, the unsatisfactory experience could be confirmed. The clinical/medical investigation concluded that, the adverse event was likely procedure related and the devices had no influence on the event. The patient impact beyond the reported revision could not be determined since the health status of the patient is unknown. For the anthology high offset porous plus ha. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the oxinium femoral head, r3 3 hole ha coated acetabular shell, r3 0 degree xlpe acetabular liner. Device batch number were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that aggravated problems of the affected limb or contralateral extremity caused by leg length discrepancy, excess femoral medialization, or muscle deficiency can occur, this has been identified as potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include procedural/user error, size selected and/or healing factors. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2024, the operating surgeon decided to change the stem depth and convert liner to dual mobility (or30) on (B)(6) 2024, due to a leg length discrepancy. No further consequences were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).